Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 evh system short port btt (blunt tip trocar) black inflation valve kept backing out and the balloon would not hold air. The same device was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when additional information is obtained. (B) (4)